Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ('hives') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required), inflammation ("continue with inflammation issue"), hepatic pain ("liver pain"), swelling ("body swollen"), lymphadenopathy ("swollen lymph node"), headache ("headaches"), gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair falling out"), pain in extremity ("leg pain"), arthralgia ("joint pain"), gingival swelling ("swollen gums") and adnexa uteri pain ("ovarian pain/tube pain"), was found to have weight increased ("weight gain") and underwent cholecystectomy ("gallbladder removed"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the urticaria, hepatic pain, swelling, lymphadenopathy, headache, gastrooesophageal reflux disease, alopecia, pain in extremity, arthralgia, gingival swelling, adnexa uteri pain and cholecystectomy outcome was unknown and the inflammation and weight increased was resolving. The reporter considered adnexa uteri pain, alopecia, arthralgia, cholecystectomy, gastrooesophageal reflux disease, gingival swelling, headache, hepatic pain, inflammation, lymphadenopathy, pain in extremity, swelling, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :- weight gain, liver pain, body swollen, swollen lymph node, headaches, acid reflux, hives, hair falling out, leg pain, joint pain, swollen gums, ovarian pain, gallbladder removed quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Case becomes incident. Event added- inflammation. Reporter information were added. Fu 02 and 03 was processed together. On 23-mar-2020: social media was received. Event added- weight gain, liver pain, body swollen, swollen lymph node, headaches, acid reflux, hair falling out, leg pain, joint pain, swollen gums, ovarian pain, gallbladder removed. Previously reported event- adverse event nos updated to event- hives. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ('hives') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required), inflammation ("continue with inflammation issue"), hepatic pain ("liver pain"), swelling ("body swollen"), lymphadenopathy ("swollen lymph node"), headache ("headaches"), gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair falling out"), pain in extremity ("leg pain"), arthralgia ("joint pain"), gingival swelling ("swollen gums") and adnexa uteri pain ("ovarian pain/tube pain"), was found to have weight increased ("weight gain") and underwent cholecystectomy ("gallbladder removed"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the urticaria, hepatic pain, swelling, lymphadenopathy, headache, gastrooesophageal reflux disease, alopecia, pain in extremity, arthralgia, gingival swelling, adnexa uteri pain and cholecystectomy outcome was unknown and the inflammation and weight increased was resolving. The reporter considered adnexa uteri pain, alopecia, arthralgia, cholecystectomy, gastrooesophageal reflux disease, gingival swelling, headache, hepatic pain, inflammation, lymphadenopathy, pain in extremity, swelling, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :- weight gain, liver pain, body swollen, swollen lymph node, headaches, acid reflux, hives, hair falling out, leg pain, joint pain, swollen gums, ovarian pain, gallbladder removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.